Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus loaner device to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, a whitish crystalized foreign material was found inside the air/water tube and cylinder. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
E2 - inadvertently marked no. It should be blank. In addition to foreign material, service found the air/water cylinder and suction cylinder had no color, the distal end insulation inspection failed, the light guide lens adhesive was worn, the connecting tube was wrinkled, due to dirt on the objective lens, the image had a stain, the plastic distal end cover/probe cover had a scratch, the adhesive around the objective lens had discoloration, adhesive around light guide lens had discoloration, and the universal cord had coating peeling. Additional information obtained identifies the device was reprocessed before it was sent to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.